Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure that the monopolar energy was not working. The site rebooted the erbe, and tried both monopolar energy ports, with no change. The site swapped to a third-party bovie device to continue the procedure. The caller reported faults m-0b, m-32, and c-84 occurred. The intuitive tech support engineer (tse) advised the caller that they could try a different monopolar energy mode for the c-84 error. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was recommended to be dispatched for additional assistance.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and a visual inspection was performed, and no physical issues were identified that could be associated with the reported event. Functional testing was then conducted using the system, during which the erbe unit successfully energized and cauterized all ports and instruments without any issues. A review of the erbe internal log showed, no errors recorded.

Event description:
Refer to h11 for follow-up information.